Event description:
Covidien service center received a report of an n-560 where the alarm was too quiet. No pt harm was reported.

Manufacturer narrative:
Testing of the unit found that the unit alarms optically and acoustically, however, the maximum alarm volume measured at 86db is very low. Replacement of the main pcb resolved the reported problem.